Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. Two days after the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 3rd day, ongoing) and amikacin injection (125mg, intraperitoneal, once daily, ongoing) for peritonitis. Nine days after the event onset, the patient was hospitalized and treated with meropenem injection (1gm, intravenous, once daily, ongoing) for peritonitis. It was reported that the patient was retrained on proper aseptic techniques. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.